Event description:
Device malfunction: unknown device failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, all steps were performed successfully; however, after clip deployment, homeostasis was not achieved. The clip was found outside the patient's anatomy. Hemostasis was achieved using manual compression. There were no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.